Event description:
It was reported that this patient presented for a normal follow up for this subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review of the device episodes several untreated episodes were seen in storage. Provocation testing was done in all sensing vectors, however the interference was not reproduced. An x-ray of the system showed proper connection. A technical analysis was requested. The patient had declined staying at the hospital and the device was deactivated by the physician. Ts reviewed the device data and provided recommendations and possible programming options for this case. To date, no changes were made. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the oversensing noted in the field; however, a definitive cause of this sensing behavior has not been determined. This report is being filed to correct the additional manufacturer narrative as the device was returned for analysis at time of initial report. It was inadvertently noted the device was not returned.

Event description:
It was reported that this patient presented for a normal follow up for this subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review of the device episodes several untreated episodes were seen in storage. Provocation testing was done in all sensing vectors, however the interference was not reproduced. An x-ray of the system showed proper connection. A technical analysis was requested. The patient had declined staying at the hospital and the device was deactivated by the physician. Ts reviewed the device data and provided recommendations and possible programming options for this case. To date, no changes were made. No adverse patient effects were reported. The s-ICD was returned for an unspecified reason several months later with no further allegations. The device underwent analysis.